Manufacturer narrative:
Follow-up #1: date of submission 02/15/2014.device evaluation: the device has been returned and evaluated by product analysis on 01/29/2014 with the following findings: on examination, the keypad was intact without damage. On testing, all the keypad buttons responded appropriately. The keypad dover was removed and did not reveal any damage or contamination of the button contacts.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On(B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. The keypad buttons reportedly were overresponding and caused scrolling. The reporter stated that the pump delivered boluses without user intervention. The reporter denied moisture ingress in the pump and denied that the pump was damaged. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.